Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a non-clinical activity, the user reported that an e07 error message occurred on the left side of unit. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.